Event description:
Shoulder was prepped for a 10mm stem, but upon insertion the 10mm global advantage stem "fell" into the prepared canal. Surgeon then attempted to insert a 12mm stem, which was too large. The 10mm stem was then implanted with cement. There was a 20 minutes delay to surgery.